Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and a button error alarm. The customer¿s blood glucose was 180 mg/dl at the time of incident. Customer stated that the insulin pump screen would turn blank when pressing the act button. Customer also reported that the insulin pump had a button error alarm. No significant events leading to the issues were observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with no button response at esc and act button due to unlocked connector on lcd board. No button error alarm during testing. No blank display noted. Unable to perform the displacement test, self test, off no power test and operating currents due to button unresponsive.